Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient forgot to remove the needle on (B)(6) 2025 upon removal. The insertion site was the abdomen. Infusion set was used for a couple of minutes. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
The initial MDR with manufacturing report number, was submitted on 25-jun-2025. Upon completion of the investigation, the manufacturing date was updated as 18-mar-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009975, in question was manufactured at the reynosa site. Device history record (DHR) review: packaging: the lot 6009975 was packaging according to the work instruction (wi) version 82, in the machine multivac 12, on 18/mar/2024, with a total of (B)(4) units. Assembly: the lot 4k05114 was assembled according to wi version 27 on-line inspection for assembly of quick set on 27/oct/2024, with a total of (B)(4) units. The lot 4k05115 was assembled according to wi version 27 on-line inspection for assembly of quick set on 28/oct/2024, with a total of (B)(4) units. The lot 4k05682 was assembled according to wi version 27 on-line inspection for assembly of quick set on 28/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.